Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 35mm navitor vision valve was successfully implanted in a patient with a history of intraventricular delay and bi-fascicular block. A pre-implant balloon aortic valvuloplasty was performed using an 25mm non-abbott device. The length of the membranous septum is 6.7mm. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. The final non-coronary cusp implant depth was 4.01mm. On (B)(6) 2025, the patient presented to the emergency department due to dizziness and syncope without falling. An electrocardiogram was performed and revealed that the patient had developed a third degree atrioventricular/complete heart block. The patient also developed symptomatic bradycardia. The decision was made to administered the patient 1mg dose of atropine. The patient was hospitalized. On (B)(6) 2025, the decision was made to implant a leadless permanent pacemaker. There is no allegation of malfunction against the abbott device or procedure. The cause of the patient's complete heart block is attributed to the implant procedure and 35mm navitor vision valve. The patient's bradycardia is attributed to the complete heart block.

Manufacturer narrative:
The device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block is attributed to the implant procedure and 35mm navitor vision valve (causal relationship to procedure and valve). The patient's bradycardia is attributed to the complete heart block. Fainting and dizziness (movement disorder) are the symptom of heart block. The reported hospitalization, unexpected medical intervention, and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.